Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for a routine follow up. The device could not be interrogated. Telemetry tests were not successful in establishing the communication. No further information available.